Manufacturer narrative:
(B)(4). Batch # p92d73. Investigation summary: the handpiece was received with the nose cone disassembled and the nose cone was also cracked. No functional testing could be performed as the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was found to be positive while the acoustic isolator was missing. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in the twisting of only the handpiece transducer assembly until the internal wires became disconnected. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece, hp054, disassembled into individual parts after the operation. There was no harm to the patient reported and there is no further information available.